Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to do the ground isolation check and run the extended self-test (est) and vent inop test. Covidien not authorized to evaluate the device. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing.